Event description:
It was reported to (B)(6) medical care that a customer is unable to correctly attach line safety clip while tegos in place. (Cvc connection bends) tego has clotted and required extra changes. Difficult for patients during self care to correctly attach lines and syringes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).